Manufacturer narrative:
Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device evaluated by MFR, manufacture date, event problem and evaluation codes: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that during an unknown procedure on (B)(6) 2019, an extraction screw didn't stick to the unknown femoral nail and the nail was not removed. It is unknown if there was a surgical delay. Another surgery will be scheduled to remove the nail. Patient status and surgical outcome were unknown. Concomitant device reported: femoral nail (part/lot unknown, quantity 1). This report is for an extraction screw. This is report 1 of 1 for (B)(4).